Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the MFR indicating that the pt had a pump exchange due to high wattage. An (B)(4) registry report was submitted to the MFR with add'l info indicating that the pt had persistent high lactate dehydrogenase (ldh) and pump power values. The pt was administered angiomax to lower ldh and bring pump power down. The ldh number before the pump exchange was 2950.

Manufacturer narrative:
The attached user facility report (B)(4) was received from the (B)(4) registry. The pump was returned to the MFR assembled with the percutaneous lead cut approx 10.5" from the pump housing; the severed portion of the lead was not returned. The inflow conduit and outflow graft were not returned. The outlet elbow was received attached to the pump outlet port. The textured blood-contacting surface of the outlet elbow revealed no adhered depositions or thrombus formations. Examination of the body of the rotor revealed non-laminated depositions of denatured blood between all three of its blades. The proximal side of the outlet stator revealed a thrombus formation surrounding the bearing ball. The lack of structure and laminated layering suggest that this thrombus did not form in the outlet stator. However, areas of denaturation where the thrombus was in contact with the bearing ball indicate that it was present while the pump was supporting the pt. The origin of the observed thrombus and denatured depositions, as well as the cause for their development, could not be determined through this eval. However, they would have caused increased drag on the rotor, possibly contributing to the reported power elevations and hemolysis. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. The pump was cleaned, reassembled, and functionally tested under various loaded conditions using a mock circulatory loop and was found to operate as intended. A review of the device history records showed no deviations from MFR or qa specs. No further info is available. The MFR is closing its file on this event.